Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that ectopy occurred. During a diagnostic angiogram, the physician encountered difficulty in crossing the valve with an expo diagnostic catheter and manipulating the catheter in the left ventricle. The curve of the catheter irritated the left ventricle and the patient experienced ectopy which resolved without intervention or medication. No further patient complications were reported and the patient¿s status is stable.